Event description:
A malfunction alarm was reported with the pump, displaying malfunction code malf 12. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the malfunction code recurred, prompting technical support to replace the pump. The customer would use multiple daily injections (mdi) as a backup therapy and was instructed to return the problematic pump with a pre-paid label within 10 days.